Manufacturer narrative:
G4:09mar2021. B4:10mar2021. H11:h6: patient code updated: the customer reported that the unit was not in use on a patient. H10: attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
The customer reported getting checked primary alarm failed alert. The customer contacted product support. The customer verified the code of 1102 and 5021 indicating that the motor speaker failed. Product support advised the customer to ohm out the motor controller speaker for 8 ohms and advised to replace the speaker. Advised if the issue continues after speaker replacement to replace the cpu board. The customer reported that the unit was not in use on a patient, with no patient or user harm.